Event description:
User facility reported that during use of the listed tracheostomy tube, the pt began to cough. Cuff was deflated for repositioning and cuff was unable to be inflated again. Tracheostomy tube change was performed. No adverse effects to pt reported.

Manufacturer narrative:
One used sample was returned and examined. Upon inspection, the cuff was found to have a "v" shape tear located at the cuff's maximum diameter. The location and physical characteristics of the tear are consistent with the cuff having been damaged, most likely while it was inflated. Manufacturing does a 100% inflation test of the cuffs and had the tear been ther at that time it would have been detected. There was no evidence found to suggested the event was caused from an intrinsic defect in the product.